Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated.

Event description:
User facility medsun report received, stating: perclose proglide failed on multiple patients at different steps within the process. It seems like the suture is weak and breaks easily around steps 5 and 6 and suture came out completely. The suture also broke several times after a pre close process while trying to tighten the knot.